Event description:
It was reported that the implantable pacemaker and non-boston scientific right ventricular (rv) lead exhibited a gradual steady decrease in pace impedance measurements within normal limits, over the past year. Decreasing from 580 ohms down to 300 ohms. No adverse patient effects were reported. The device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).